Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm. The customer was treated in the hospital. The event involved product(s) mmt-1805. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1805 was requested and customer response was the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - updated type of investigation, investigation findings, investigation. Conclusion codes. 3. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-1805 will not be returned for analysis.

Manufacturer narrative:
No crack at the case - battery compartment of the pump noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08745 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Carelink software for china pumps does not exist. Only trace/history download performed. Successfully downloaded history files and traces using thump. On the primary svn#: (B)(6) with event date of 26-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) with event date of 26-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 251750 (25.175 u) and dailytotalofbolusinsulindelivered = 600000 (60 u) which is equal to the dailytotalofallinsulindelivered = 851750 (85.175 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) with event date of 26-jun-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 06/24/2025 05:13:46.000. Low battery alert was found on: 06/24/2025 05:09:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-aug-2025 at 20:42:59.000. There was no power data available for the date of 24-jun-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 26-jun-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on 23-jun-2025, 24-jun-2025 and 25-jun-2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.47 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Retainer ring damage (a partially broken retainer) was confirmed. Cosmetic damage at the case - battery compartment was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.